Event description:
Healthcare professional reported that after they were injected with juvederm voluma xc in the lower jowl area, they experienced "scaly skin, really dry skin" in the cheeks. Healthcare processional stated they "may have been injected superficially, and they had a sore that was oozing for a few days". "Antibiotics" were provided as treatment.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of "sore that has been oozing" and dry skin and are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page.